Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and was found to have a grip input disk broken. Input disk 7 was found completely broken from the inside of the housing. This caused a failure to apply the clip. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the large hem-o-lok clip applier instrument failed to apply the clip. The instrument would not close to latch the clip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.